Manufacturer narrative:
The product malfunction was unable to be confirmed, because the customer did not contact philips for further support. A review of the service history for this device shows that the problem has not been reported again for this device.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer (biomed), and after several tests and verifications, the biomed indicated that 2 mx450 monitors with x1 module would have nibp values that were too low on patients in the neonatology department. On the simulator, several tests on different monitors gave results that would be close (with a margin of error) to the programmed values. The tests were done with different sizes of accessories but common on all monitors. The problem seemed to appear only on the x1 of the mx450 monitors, when they are plugged into the patient. The request was made to move the 2 x1 modules, where the issue was detected, to other monitors and replace them with 2 other modules on which the issue would not appear. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.section e: reporting institution phone #: 04 79 96 50 10section e: reporter phone #: +33479965247

Event description:
It was reported that there was a problem of non-invasive blood pressure (nibp) in neonatal intensive care with different values with the different scope, but the accessories were the same. The device was in use on a patient at the time of the event. There was no adverse event reported.